Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, wear abrasion, crease fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive.

Event description:
Patient reported left side "ultrasound checking and found both sides multiple nodules and left side device rupture." The device has been explanted. The event of "multiple nodules" is not considered device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d4, g2, h4, , h6.

Event description:
Patient reported left side "ultrasound checking and found both sides multiple nodules and left side device rupture." The device has been explanted. The event of "multiple nodules" is not considered device related.

Event description:
Patient reported left side "ultrasound checking and found both sides multiple nodules and left side device rupture." The device has been explanted. The event of "multiple nodules" is not considered device related.

Manufacturer narrative:
Health effect: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.